Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "extremity lower irrigation debridement/ liner exchange - right. Pre-op diagnosis: infection of knee. No further information available per hospital policy." A 4x16 ts insert was exchanged for a 4x16 ts insert.